Event description:
The customer reported to olympus, rinse water culture test was performed with the endoscope reprocessor on (B)(6) 2023, and it tested positive for microbial contamination. It was noted that 300 cfu or more methylo bacterium fujisawa ense: and 200 cfu blastomonassp were detected. It was also noted, no bacteria were detected on scopes that were reprocessed with the subject device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction: b6 - additional culture results were inadvertently omitted from the initial report. Correction: d8 was inadvertently omitted from the initial report. Correction: h8 correction: h10 - the customer cleaning disinfection and sterilization (cds) practices were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where: general: - there was no patient infection with this event - the device was not used after the possitive culture - the storage conditions of the device at the facility after the event occured was room temperature. - no additional reprocessing was performed on the devices after the immediate reprocessing after the procedure. Disinfection: - an oer-5 manufactured by olympus is used with endoquick detergent and acecide disinfectant - it was unknown whether the used disinfectant solution was within the expiration date and within the range of the effective concentration level and if the water filter was replaced within the specified period. Storage: - the device is stored without a drying cabinet a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the device was not microbiologically tested as it was not returned to olympus. It was confirmed that there was a description regarding the subject event in chapter 8 troubleshooting in the instructions for use. Olympus will continue to monitor field performance for this device.